Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an egd/colonoscopy procedure performed on (B)(6) 2018. According to the complainant, when the physician went to flush water through the biopsy cap, the water refluxed and sprayed water along with other bodily fluids from the colonoscope onto the physician. It was reported that although the physician was wearing a gown and face shield, some fluid sprayed under the face shield and got in the physician's eye. The physician washed his face and eyes and was reported to be fine. The procedure was completed with a competitor's device. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.